Event description:
It was reported the patient is experiencing increased back pain as her stimulation has moved from her back to her legs. An sjm representative was unable to resolve the issue with reprogramming. A CT scan will be done as the next course of action and will determine whether surgical intervention will be taken or not to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.